Event description:
It was reported that the patient underwent insertion of a temporary pacing wire on (B)(6) 2015 for minimally invasive cardiac surgery for the mitral valve. The temporary pacing wire that was used for the heart muscle came away easily from the needle when the needle was pulled. There was no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ghb562, mfg date: 07/08/2013, exp date: 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported that the needle came away easily when pulling the needle through cardiac muscle. The procedure was completed successfully. Conclusion: actual device was returned for evaluation. Visual inspection was performed. No defects were found on the needle or suture and cause cannot be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.